Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen. Reportedly, the patient took medication containing acetaminophen. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A probable cause could not be determined via data. Labeling indicates: never take any medications containing acetaminophen during your sensor session. Taking medications with acetaminophen (such as tylenol®, excedrin® extra strength, sudafed®, robitussin®) while wearing your sensor may falsely raise sensor glucose readings. Level of sensor inaccuracy depends on amount of acetaminophen active in your body and may be different for each person. Consequences: without correct readings you might miss a severe low or high blood glucose event or make a treatment decision that results in injury.